Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds. The lead was reprogrammed and remains in use. It was noted that the physician decided not to replace the lead as the patient only needs pacing one percent of the time in the right ventricular. No patient complications have been reported as a result of this event.